Event description:
Healthcare professional additionally reported "fold fault". Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and opening. Leak test was performed and found openings in the device. A microscopic analysis was performed which identify a sharp opening in the patch/shell bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on patch/shell bond edge due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.